Manufacturer narrative:
It was reported the asymptomatic patient appeared in clinic but the patient¿s device was not interrogable. Subsequently the patient¿s implantable cardioverter defibrillator was explanted and replaced. No further information was available.

Event description:
It was reported the asymptomatic patient appeared in clinic but the patient¿s device was not interrogable. Subsequently the patient¿s implantable cardioverter defibrillator was explanted and replaced. No further information was available.